Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that the touchscreen needed replacement. A quote was sent to the customer; however, no response was received from the customer. The repair was canceled, and the unit was returned to the customer.